Manufacturer narrative:
B3: date of event estimated. H6: medical device problem code 1494 - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional health effect of death referenced in b5 is filed under a separate manufacturing report number.

Event description:
This event is from a literature review of transfemoral transcatheter aortic valve implantation (tf-tavi) procedures comparing open and percutaneous puncture (op and pp) methods. It was noted that both approaches had adverse patient effects. Use of the proglide for preplacement and closure resulted in device failure, bleeding, external iliac artery dissection from higher than inguinal ligament puncture sites, stenosis, pseudoaneurysm and hemorrhagic shock leading to death. Treatment included, surgery, transfusion, and manual compression. Tf-tavi for severe aortic valve stenosis can achieve satisfactory results with low rates of mortality and vascular access site complications regardless of puncture technique. Although, analysis noted that op is associated with lower incidence of vascular access site complications than pp, specific risk factors (such as common femoral depth and sheath/common femoral artery diameter at the vascular access site may reduce complications. Preoperative assessment of the access site, using computed tomography angiography, is noted to be useful in preventing vascular access site complications. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pseudoaneurysm, shock, vascular dissection, stenosis and hemorrhage are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Reportedly, device punctured through the inguinal ligament. It should be noted that the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located above the most interior border of the inferior epigastric artery and or above the inguinal ligament. Do not use if puncture site is located in the superficial femoral artery or the bifurcation of these vessels, since such puncture site may result in pseudoaneurysm. Based on the information reported through the research article, a conclusive cause for the reported failure to fire and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.